Event description:
The bvs blood pumps were changed during pt support because thrombus was observed inside. The hosp returned the blood pumps to abiomed for examination. There was no impact on the pt.